Event description:
It was reported that right hip revision surgery was performed due to an inflammatory reaction to the prosthesis and elevated cobalt and chromium levels.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to an inflammatory reaction to the prosthesis and elevated cobalt and chromium levels. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, the patient had pain and increasing blood metal ion levels. During the revision, joint fluid, thickened joint fluid, tissue with appearance of pseudotumor and no significant metal staining of the soft tissue were noted. It was furthermore noted that the fluid did not appear infected, no signs of loosening and good alignment of the implants. The diagnosis was "infection inflammatory reaction due to joint prosthesis". The reported findings indicate inflammatory reaction to metal wear, however the diagnosis of infection inflammatory reaction is not clear as it was stated that the joint fluid did not appear infected, but it was cultured and the results were not provided. Review of the implantation and revision report did not indicate inconsistencies with the surgical technique that could explain the reported findings. The results of the mentioned pathologic analysis were not provided and no information about the blood metal ions were provided. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.